Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer had a blood glucose reading of 181 mg/dl and a sensor reading of 66 mg/dl. Customer stated that he has been on the pump for about a month and stated using the sensors yesterday evening. Customer was getting low readings and the pump actually suspended. Customer changed the reservoir but kept receiving low readings. Customer was sleeping and lying flat on his back. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer was working on a motorcycle and put some pressure on the site. Customer put in the second sensor today. Customer's blood glucose was now 121 mg/dl. Customer got another low reading of 74 mg/dl. It was found that the customer had possible scar tissue and may have been sleeping on the sensor. Customer was advised to remove and replace the sensor. Customer was also advised to return the sensor for analysis.